Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was not re-implanted with a new device. This report is submitted on june 14, 2019.

Manufacturer narrative:
This report is submitted december 10, 2019. - attachment: [144097 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on february 13, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement and reported discomfort and intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.